Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history (lot) product code: 04.117.401s lot no: 3743p04 manufacturing site: mezzovico release to warehouse date: 01 feb 2023 expiration date: 01 jan 2033 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6)2023, the patient underwent an unknown surgery. The plate cracked at the screw hole while bending the plate due to excessive bending. The cracked plate was not used in the surgery. A 1-hole extension plate was substituted. Procedure was completed successfully with no surgical delay. No further information is available. This report is for one (1) 2.7/3.5mm ti va-lcp medl dstl hum pl/1h/rt/69mm-short-ster. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va-lcp dhp 2.7/3.5 med r short 1-ho l69 was cracked from both ends of the third most proximal locking hole, the plate remains in one piece. The va lcp distal humerus plates 2.7/3.5 surgical technique guide suggests the use of the following instruments for bending plates: 329.150 bending pliers for plates 2.4 to 4.0, length 230 mm. 329.291 bending pliers for clavicular plates, length 227 mm. 329.300 bending press, length 400 mm. Precautions listed: contour the plate precisely at the level of the undercuts to avoid deformation of the plate holes. Contour the plate precisely at the level of the reconstruction notches to avoid deformation of the plate holes. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Ensuring proper handling of the device is recommended to avoid damage of the implant in-situ. A dimensional inspection for the va-lcp dhp 2.7/3.5 med r short 1-ho l69 was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va-lcp dhp 2.7/3.5 med r short 1-ho l69 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: event description updated. H6: analysis of production records added to investigation type.

Event description:
There was no patient consequence; the patient outcome was reported to be stable.